Event description:
No additional information received from customer.

Manufacturer narrative:
Additional information: h4, h6 this supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: transducer socket was burnt. A definitive root cause could not be identified. Based on the results of the investigation, the suggested phenomena were confirmed - however, a definitive root cause could not be further established. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the lithotripsy system's handpiece and socket were "not working". There were no reports of patient involvement.